Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's wife indicated that the patient was preparing to apply a new pod when the cannula was prematurely deployed before they could attach it to their body. The needle and cannula extended before the stickers were even removed from the device. The pink slide indicator was visible, confirming that the insertion mechanism had been activated. The cannula appeared to be oddle bent rather than straight, which would have prevented proper insertion. No impact to the patient's glucose level was reported.